Event description:
It was reported that the user experienced hypoglycemia after a routine breakfast and standard meal announcement while using the ilet, with device dosing consistent with prior days and low alerts received. Symptoms included low blood glucose with a nadir of 50 mg/dl without loss of consciousness or need for assistance. Outcomes included transient impact managed at home with oral carbohydrates and no medical intervention or hospitalization. Investigation included review of device reports and provision of user education and troubleshooting regarding potential contributors to low glucose. Investigation of this case revealed no device malfunction, with dosing and alerts functioning as expected and the cause of the hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.